Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he can't put the reservoir inside the insulin pump anymore, that he has to tape it in. The blood glucose was 79 mg/dl. There is damage on the reservoir compartment, the battery cap has a crack, and a piece has already come off. The customer believes that the damage was due to the wear and tear. Advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a missing end cap sticker.